Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced complete heart block and presented to the emergency room. Upon interrogation, the pacemaker was unable to be interrogated. Also, the pacemaker did not provide a pacing response to the magnet. The pacemaker was explanted and replaced on (B)(6) 2019. The patient was recovering.